Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account the requested additional information is not available from the customer. A review of the patient¿s history revealed no related events. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 lvas IFU nd the heartmate 3 lvas patient handbook are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bridge to transplant and underwent heart transplant. Whether the outcome was device or therapy related was not provided. The device will not be returned for evaluation.